Manufacturer narrative:
This complaint is considered an off label use of the device. Device indications does not include dermal resurfacing. J-plasma handpieces indication for use are for cutting, coagulation, and ablation of soft tissue during open and laparoscopic surgical procedure.

Event description:
Patient injury (burn) after procedure performed on the patient using bovie's medical j-plasma device. Direct cause of the injury is unknown, but contributor factor may include patient compliance with post-procedure, physician instructions and physician technique since this product was used beyond the intended use. Event occurred on (B)(6) 2018 and not reported to bovie medical until march 16, 2018.